Manufacturer narrative:
Evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the alarm is the uso sensor. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Event description:
It was reported that the device had an upstream occlusion alarm. Troubleshooting was performed, the pump was started back up and the same occlusion alarm persisted. The pump would not shut back off so the batteries were taken out and treatment was stopped currently. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.